Manufacturer narrative:
On (B)(6) 2018, a 4 day old infant was being treated with a synchronized cardioversion procedure using the device and a wall mounted cardiac monitor. According to report, the users (clinician) were using the ECG wave form source from bedside monitor (mp90) via ¿sync¿ cable, to get an ECG signal from the monitor into the heart start mrx, that would displayed and synchronization occurred then charging to 1j and tried to shock but shock wasn¿t deliver. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to deliver a shock during pediatric patient cardioversion.